Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated the patient line is full of air bubbles and the bubbles are not moving. The technical service representative (tsr) then assisted the hp to end the therapy and start over with all new supplies. The hp stated he left the clamp on his patient line closed during the priming because he didn't want the fluid to leak out all over. Tsr explained the proper set up procedures per user manual. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse on (B)(4) 2011. The nurse stated that the patient has resumed therapy successfully with no further issues. There was no patient injury or medical intervention associated with this event. No further information is available. This report for a low drain volume alarm (with air in the line) was not confirmed due to a lack of sample. No root-cause have been determined. A batch review was not performed since lot number was not available. Labeling review was found adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).